Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information provided: the patient had not received any neoadjuvant chemo or radiation therapy. The surgeon commented that this was not a major bleed, and there was no harm as a result of missing a dose of lovenox. When asked about firing technique, the surgeon stated that a pa fires the device. The device is closed to finger tight, wait 15 seconds, then tighten some more before firing. As it relates to staple form, they were not able to fully assess, but staple form did not seem to be a problem.

Event description:
It was reported that following a sigmoid colectomy for sigmoid cancer, the patient had postoperative bleeding. The patient had multiple comorbidities, including cardiac ischemia, sleep apnea, prior stroke, and prior deep vein thrombosis (dvt). Heparin was started 8 hours after the procedure due to the previous dvt. This patient had a fairly significant rectal bleed the following day after surgery so further anticoagulation prophylaxis was delayed. The patient was kept for observation, but no other treatment was reported. Device was fired per the IFU by the pa. Leak test was performed during the case with zero issues.